Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the analyzer was out of electrical specification and produced a loss of communication when used with a known good programmer. The analyzer was to be scrapped. (B)(4).

Event description:
The analyzer, which was returned as an associated devices, tested out of specification during manufacturer's analysis. There was no patient involvement.